Event description:
In 2008, boston scientific corporation was informed of a patient (a female) who received an enteryx injection procedure in 2005 (actual date is unknown). The patient experienced dysphagia approximately three to four months post procedure and was prescribed nexium. It was further reported that the patient went to her primary care physician with various symptoms (flu-like symptoms, weight loss, inflammation, mucous on vocal chord) and was sent to a gastroenterologist for additional follow-up. In addition, the patient had undergone several esophageal dilatations; one of the dilatations revealed an esophageal nodule. No further information has been ascertainable regarding the reported event.

Manufacturer narrative:
The device remains implanted in the patient; a device evaluation could not be performed. The relationship between the device and the cause of the reported event is undetermined. Additional treating physicians include: two drs; dilatation treatment.